Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2019-00435. It was reported that the ipg may be replaced for an unknown reason while replacing the leads due to migration (1627487-2019-01300, 1627487-2019-01299). As a result, surgical intervention may be pending to address the issue. It is unknown which ipg is being replaced, so both are being reported on.

Event description:
Device 2 of 2 reference MFR. Report# 3006705815-2019-00435. It was reported that the ipg was not replaced during the lead revision (ref 1627487-2019-01299 and 1627487-2019-01300).